Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, charging cable, and wall power adapter. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer has reverted to an alternate method for insulin therapy.